Event description:
Caller reported a pump malfunction, indicated by a malfunction code 12, without any notable preceding events. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer continued to use current pump for insulin therapy.